Event description:
It was reported that the absolute self-expanding stent pre-deployed in the right common femoral artery when resistance was felt. The stent remained in the pt. The handle was in the locked position when the stent pre-deployed during removal. No pt effects were reported.